Event description:
The facility rep reported that the device does not work. Allegedly, the bolus turned off at 5cc. This incident occurred during pt use. There was no report of injury or medical intervention being associated with this event. No add'l info is available at this time.

Manufacturer narrative:
The device has been requested for eval but has not been received by baxter to date. Should the device become available, an eval will be conducted and a follow up report will be submitted. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.